Event description:
The ins was returned for analysis after 38.7 months service life. Information provided by the hcp with the product returned shows a sudden cessation of therapy was reported due to seizure failure of the battery in 2006. The patient started experiencing a return of symptoms with no response to telemetry and underwent device removal in 2006. The device had reset several times back to factory presets and was unable to retain program settings. The hcp indicated there was no patient injury attributed to the reported event. The device was returned to the manufacturer for analysis for suspected bond wire breakage. Findings revealed the product was out of specification in a manner that relates to the reported event.

Manufacturer narrative:
H6- final device analysis results reveal bond wire(s) broken. The device is part of the affected serial number range for the kinetra broken wire bond recall.